Event description:
Reported a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend caused a patient to decompensate and the patient required an emergent trach change. Intervention to replace with a new bivona 4.0 flextend was placed. The patient recovered, then decompensated again. Ent physician was called at the bedside and performed scope with suspicion of faulty trach cuff. Another brand new bivona flextend 4.0 placed.